Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model mc1810 biopsy instrument allegedly experienced self-activation. This report was received from a single source. The malfunction involved a patient with no reported consequences. Age, weight, and gender of the patient was not provided.